Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. Tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd nexiva¿ closed IV catheter system - single port air bubbles were found. 2nd of 2 events. The following information was provided by the initial reporter, translated from chinese to english: venipuncture was performed on the patient, and it was found that air was mixed in the blood after the return of blood.

Event description:
It was reported that during use with bd nexiva¿ closed IV catheter system - single port air bubbles were found. 2nd of 2 events. The following information was provided by the initial reporter, translated from chinese to english: venipuncture was performed on the patient, and it was found that air was mixed in the blood after the return of blood.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.